Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose in (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 188 mg/dl at the time of the call. The customer was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had inserted the infusion set into a muscle and insulin was not being absorbed correctly. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer was also having sensor issues. The insulin pump will not be returned for analysis.